Event description:
This customer received a sample lis (laerdal inflate-a-shield) that was defective and would not inflate. This condition was discovered during training. The sample was provided to the customer to be evaluated for use in training classes.